Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported to have been injected with juvéderm voluma® xc in the cheeks and juvéderm® ultra plus xc. Over 9 months later, the patient presented lumps in all the injection sites (all over the cheeks and besides the nose) and the patient¿s under eye area was swollen. The lumps and the swelling area in the eyes were red and hot. The sites are hot and inflamed. It is very painful. The patient went to the eye doctor thinking it was something with the eye. Patient was told it might be the juvéderm voluma® xc. The patient went to see the dermatologist. The patient was treated with hyaluronidase on the same month. A second treatment with hyaluronidase occurred 9 days later, a third one over 4 weeks later, and a fourth one almost 3 weeks later. The symptoms have not resolved and these are getting worst. The patient added to be upset for the event. Additionally, healthcare professional (hcp) reported that the patient was injected with 2 ml of the juvéderm voluma® xc. The patient was also injected with 1 ml of juvéderm® ultra plus xc in the prejowl sulcus. The patient experienced "late onset nodules", edema, tenderness, erythema, hot, and pain at the injection site about 1 yr later. The hcp added that the patient went to see another hcp who prescribed prednisone and antibiotics at the same time. The hyaluronidase was further specified as hylenex®. After the "nodules were dissolved", the patient mentioned that the "nodules were still puffy". The hcp "did not see visible puffiness". The patient was referred to a plastic surgeon who said that all the product was gone. Nodules came back once patient stopped taking prednisone. Symptoms are still ongoing but improving. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00674 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® ultra plus xc, also a device manufactured by allergan.